Manufacturer narrative:
Additional information received: it was confirmed that the stent model etlw1616c124e/ sn (B)(6) was the stent extending into the right limb that was involved in the vessel perforation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported iliac vessel rupture was confirmed on the films provided; however, the exact cause of the event could not be determined. It was unable to be confirmed what was the type of contrast leakage from the stent graft limb but a type iii, tear or separation is considered most likely. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional angiograms showing implant of the limb, ballooning of the stent graft and further contrast leakage interrogation were not provided for a more thorough analysis of the event. It is possible that patient co-morbidities including the noted friable vessels may have been a factor in the occurrence of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an unknown abdominal endovascular procedure. A reliant balloon was used also. It was reported that during the procedure, after the endurant iis was successfully implanted and while ballooning the right limb, a perforation occurred. As a result, the right external was ruptured at point of hypogastric ostia . The reliant balloon was ballooned inside the graft. The physician then extended the graft past the hypo into the external iliac artery and the rupture was repaired. As per the physician the cause of the rupture was a result of the patients own anatomy as the patients has rheumatoid arthritis that made vessels more friable than anticipated. No additional clinical sequelae was provided and the patient is fine.